Manufacturer narrative:
There was no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The down arrow and ok buttons were found to be intermittently responsive. When the rubber keypad was removed, the contacts were found to be misaligned. (B)(6).

Event description:
It was reported that the pump had unresponsive down arrow and ok buttons. There was no additional information reported.